Manufacturer narrative:
Cme america received a medwatch report, (B)(4), on january 12, 2016 for an alleged malfunction that occurred on (B)(6) 2014. We tested the complaint unit and could not duplicate the error reported by the customer. The event log was reviewed and no error codes were present in the history, including on the reported complaint occurrence date. The device passes all cmea testing and is conforming. Through in-house testing, cmea confirmed that the device meets specification. The cause of the reported error could not be substantiated. Cmea is unable to conclusively determine that the pump was being used for treatment or diagnosis at the time the reported error occurred. As demonstrated through previous complaint investigations for this facility, customer fails to respond to cmea requests for information. The only indication of possible patient use is the check-mark section of the initial reporters medwatch, which shows a "male" involved in this complaint. Cme america is attempting to contact customer for detailed patient/therapy information. Per medwatch report, no indication of serious adverse event and no intervention required to prevent permanent impairment/damage. Cmea will update patient record if new information received from customer, and will submit a follow-up MDR. The conditions generated by this event do not meet the requirements for filing an MDR. Risk assessment is x (insignificant), with no risk severity and no probability harm will occur. However cmea is aware that this customer was using this type of pump with other patients in an off-label manner for life-sustaining treatment. Although the conditions of this complaint do not warrant a MDR, cmea is submitting a MDR under the assumption that this complaint involved off-label use; such mis-use could result in a high risk severity. The root cause of this complaint is unknown. This pump and all pumps that were in the possession of this customer have been returned to cme america and are no longer in use by this customer.

Event description:
Cme america received a medwatch issued by this customer to FDA. The medwatch report is (B)(4). In the medwatch, the customer reported the following: "body guard pump channel 1 alarming "error" after landing, while taxiing to the hangar. Turned pump off then back on and infusion restarted. Pump pulled from service and sent to biomed. Device usage problem: device malfunction - this is, the device did not do what it was supposed to do."